Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the hi-port and fall-off test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the electrode belt failed the hi-pot and fall-off tests, which indicate it was unable to detect or treat. Upon eval the distribution node (dn) to rear therapy electrode (te) cable was pulled from the dn, the ECG 'c' and 'd' cable was pulled from the strain relief, and the ECG 'a', 'b' and from te cable was pulled from the strain relief. The cause for the inability to detect and treat is the damaged cables. The root cause for the damaged cables cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cables. The last pt to use this electrode belt did not report any problems.